Manufacturer narrative:
Device evaluation: results - the customer returned (5) sealed 5mm, 30g autoshield duo samples from lot # 4302966, (16) sealed 5mm, 30g autoshield duo samples from lot # 4286140, (1) sealed 5mm, 30g autoshield duo sample from lot # 4286145, (1) sealed 5mm, 30g autoshield duo sample from lot # 4211744, (1) sealed 5mm, 30g autoshield duo sample from lot # 4281967, and (3) sealed 5mm, 30g autoshield duo samples from lot # 5054668. All returned samples were examined and no defects were observed. All samples were also tested and all were able to activate properly without any observed defects. The reported lot number 4302966 was manufactured between 10/2014 and 11/2014. A review of the device history record revealed no abnormalities during the manufacture of this lot. (B)(4) retention samples were activated and inspected in order to evaluate the reported defect. No defects were found. All samples activated correctly and safety shields were locked correctly. The reported lot number 4211744 was manufactured in 08/2014. A review of the device history record revealed no abnormalities during the manufacture of this lot. (B)(4) retention samples were activated and inspected in order to evaluate the reported defect. No defects were found. All samples activated correctly and safety shields were locked correctly. The reported lot number 4281967 was manufactured in 10/2014. A review of the device history record revealed no abnormalities except for two internal rejects related to pe safety shield locking failure after activation. In both instances, the root cause was identified and corrective actions were undertaken. (B)(4) retention samples were activated and inspected in order to evaluate the reported defect. No defects were found. All samples activated correctly and safety shields were locked correctly. The reported lot number 5054668 was manufactured in 02/2015. A review of the device history record revealed no abnormalities during the manufacture of this lot. (B)(4)retention samples were activated and inspected in order to evaluate the reported defect. No defects were found. All samples activated correctly and safety shields were locked correctly. A review of the device history record revealed no abnormalities during the manufacture of the reported lot numbers 4286140 and 4286145. Conclusions - bd was not able to duplicate or confirm the customer¿s indicated failure. There were no issues found on evaluation of the device history records, retention samples, or return samples. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
It is unknown what lot number was used in this incident. The customer provided the following potential lot numbers: 4302966 - device expiration date 09/30/2017, device manufacture date 10/28/2014; 4286140 - device expiration date 09/30/2017, device manufacture date 10/13/2014; 4286145 - device expiration date 09/30/2017, device manufacture date 10/13/2014; 4211744 - device expiration date 07/31/2017, device manufacture date 07/30/2014; 4281967 - device expiration date 09/30/2017, device manufacture date 10/08/2014; 5054668 - device expiration date 01/31/2018, device manufacture date 02/23/2015. Device evaluation: the customer has returned samples for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported by the pharmacist that their customer, a nurse at a nursing home, received a needle stick injury after the suspect device failed to retract. The nurse followed up within her facility but did not report if any medical interventions were provided. No further information is available.